Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 2500 ohms which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. There was also two signal artifact monitor (sam) episodes on the same day, which showed noise and oversensing on the rv lead and resulted in the pacemaker device automatically disabling the minute ventilation (mv) sensor. There was also a high rv threshold measurement of approximately 3 volts. After the lss, there were also noise and oversensing episodes in the unipolar configuration that inhibited pacing with one event showing approximately 2.5 seconds of pacing inhibition. There were other events which showed approximately two seconds, or less, of pacing inhibition. The patient was noted to be rv pace therapy dependent. The patient was brought into the clinic and isometric and pocket manipulation testing was unable to reproduce the noise or changes in impedance readings. Also, a chest x-ray was performed, and no issues were observed. The rv lead was reprogrammed to the bipolar pace and sense configuration, the lss was programmed back on and the mv sensor was kept programmed off. Boston scientific technical services (ts) explained to the boston scientific representative that there was an increase in stored events and an increase in sensed rv events in at higher heart rate bins since shortly before the lss as well as a stored event that exhibited rv noise while the lead was still programmed to the bipolar configuration. Ts explained that this points to a rv lead issue. The boston scientific representative stated that the patient mentioned they had rolled a utility terrain vehicle (utv) sometime prior, but the representative was not sure when this occurred. Ts suggested to consider replacing the rv lead when they replace the pacemaker device, which was noted to have less than three months of battery longevity remaining and since the patient is rv pace therapy dependent, they may consider performing the replacement sooner. The representative will discuss this with the physician. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.